Event description:
A customer reported that the pump touchscreen was often unresponsive, requiring multiple taps and occasionally going dark, necessitating a restart of navigation. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, troubleshooting, or inquiry, and no further action was required or taken.